Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA via medwatch # mw5111475. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked at the connection site during the IV insertion. The following information was provided by the initial reporter: "leakage was noted at the connection point of bd angiocath 22g and the one-link catheter extension set. Rn noted leaking at the site of the connection at the time of IV insertion, during flushing."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked at the connection site during the IV insertion. The following information was provided by the initial reporter: "leakage was noted at the connection point of bd angiocath 22g and the one-link catheter extension set. Rn noted leaking at the site of the connection at the time of IV insertion, during flushing."